Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-001348, 3005168196-2017-001349. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the occipital artery to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed two smart coils into the target vessel using a non-penumbra microcatheter but had difficulty detaching the coils with the handle. It was reported that the one of the smart coils was detached after three attempts and the other smart coil was detached after the second attempt. The procedure was completed using the same microcatheter, two new smart coils and additional coils. There was no report of an adverse effect to the patient.